Event description:
The customer reported the ventilator power supply was intermittent. The customer reported the unit was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician was unable to duplicate the reported problem. The service technician replaced the power supply to address the reported problem. Performance verification testing was completed and tests passed to operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.

Event description:
Preliminary analysis of the power supply reported a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored. However, final analysis ruled out the preliminary analysis findings. Final analysis stated the customer report of intermittent power supply function could not be duplicated. During testing it was reported there was no ac power from power supply. Further testing could not determine the root cause of the finding.